Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified opening on valve, crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified opening crack on valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "right-side deflation". Device has been explanted.